Manufacturer narrative:
Concomitant medical products: addrl1 ipg implant date: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the implantable pulse generator (ipg) experienced early battery depletion. The ipg and lead were programmed off and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.